Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# v674524 implanted: (B)(6) 2011, product type: lead. Product ID 3387s-40 lot# v068429 implanted: (B)(6) 2007, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 01-dec-2013, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(6), ubd: 11-sep-2010, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) had not been feeling well. The patient experienced numerous electric shocks and sensations akin to burning, with reports of the cables burning and the burning sensation affecting the patient's head. Additionally, there was difficulty understanding the patient when they spoke. The patient's representative expressed concern and sought an earlier appointment with the healthcare provider, as the next scheduled appointment was on march 18th. The patient was advised to contact their healthcare provider for further assistance.